Event description:
It was reported that this pacemaker was reviewed by technical services (ts) and observed far-field oversensing that caused an inappropriate atrial tachy response (atr). Additionally, a false pacemaker mediated tachycardia (pmt) episode was observed. The device remains in service. No adverse patient effects have been reported.